Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc (isi) has not received the force bipolar instrument involved with this complaint. A follow-up MDR will be submitted if additional information is received. An isi field service engineer (fse) was dispatched to the customer site to further investigate the arm that the force bipolar instrument was installed on. Based on the field evaluation, there was no issues found with the arm. The system was tested and verified as ready for use. This event is being reported due to the following conclusion: during a da vinci-assisted umbilical hernia surgical procedure, the force bipolar instrument broke at the jaws. The port incision had to be increased to remove the instrument and cannula together.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the force bipolar instrument broke at the jaws. The staff removed the instrument and cannula together. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no visible damage or anything out of the ordinary. The instrument and cannula were removed together because the jaws were opened with the emergency key and could not close enough to remove it through the cannula. The port incision size was increased. No fragments fell into the patient's anatomy. There were no reports of instrument collision. The instrument is no longer available for return, it cannot be located by the site.